Event description:
It was reported that the device had a flow sensor error code (110e). The device was in clinical use at the time of the event, and the customer was removed for the ventilator without incident. No patient or user harm reported. Per the diagnostics performed by the engineer, the customer stated that the unit gave a flow sensor alarm error. After the device was removed from service, the biomed was not able to duplicate the issue; however, it was noted that the following error codes were documented in the log - 110e,110f,1006,1110; the unit cycles normally. The remote service engineer (rse) advised the customer to perform pvt testing for pressure and flow accuracy, if not passing replace gds assembly plus da-mc cable. It was reported that the customer stated that the unit was repaired, and returned to service; however, no details were provided regarding the repair of the unit. It was noted that the customer has taken responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue.